Manufacturer narrative:
The device history record was reviewed for stock code 12245 with lot number m0124a201 and it was found that was manufactured on may 5, 2010. The product met the manufacturing and quality specifications. The device was not returned to kimberly-clark for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "the resident care tech called rn into the room and told her that the sponge had come off the denta swab, only the stick was noticeable. The sponge had gone down into the patients' throat and was not able to be retrieved. Rn sent the pt. For evaluation to find out how to get the sponge out. Medical intervention will be necessary." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).